Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a vented paclitaxel set ¿would sit very loosely¿ in a baxter bag, resulting in the spike coming out of the bag. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.